Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema and rupture.

Event description:
Healthcare professional reported "rupture", "extensive intracapsular rupture prosthesis with infiltration of the adjacent peri-capsular soft parts into the upper quadrants, with no signs of extracapsular silicone suffusion", "swelling", " high-density fibroglandular tissue with bilateral and symmetric distribution" and " distortion or asymmetry" confirm whit MRI. This record is for the left side. Device remains implanted.